Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon noticed an inaccuracy greater than 2mm in electrodes positioning compared to the planned positioning.

Manufacturer narrative:
It was reported that the fusion of the CT with the MRI showed a large discrepancy. According to results of the investigation, cause of the inaccuracy is an improper image merge because the preoperative dicom images provided to the software possessed an inherent rotation and because the surgeon did not correct the merge. A review of the IFU indicated that it contains specific indications regarding the image merge. The identified root cause is user did not follow the instructions.